Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette leaked before the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and observed the normally closed (nc) valve elastomer appeared to be warped. A calibrated console representing the current software version was used to test the sample. The cassette generated a system message, infusion error. The warped nc elastomer on the pinch plate likely contributed to the fluidics error code, however, this discrepancy would not have resulted in the customer's experience. We could not perform further testing on the console due to the returned condition of the nc elastomer. Cassette leak test / a pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. The root cause of the customer's event could not be conclusively determined. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. However, since the cassette was unable to be fully tested on the console due to the returned condition of the cassette elastomer, the customer's experience could not be replicated on the console. No action will be taken for this occurrence as the root cause for this event is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).